Event description:
It was reported a patient underwent an unknown breast surgery on an unknown date and a drain was used. During surgery, there was a hole on the drain. Another product was used to complete the case. It seemed like that the negative pressure had been applied after surgery, but after surgery, it was found in the recovery room that the negative pressure had not been applied to the drain. When the drain was clamped to check for damage, there was a hole in the drain. Therefore, it was cut above the damaged area and connected to the reservoir. When applied the negative pressure, it could be applied without any problems, so the drain was not replaced as it was. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: it seemed like that the negative pressure had been applied after surgery, but after breast surgery, it was found in the recovery room that the negative pressure had not been applied to the drain. When the drain was clamped to check for damage, there was a hole in the drain. Therefore, it was cut above the damaged area and connected to the reservoir. When applied the negative pressure, it could be applied without any problems, so the drain was not replaced as it was. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number: j2400022. Was the faulty drain used on the patient? Yes. If yes, was leakage detected? Unk. Was the drain used to complete the case placed surgically during a second procedure? The damaged drain was cut and used as-is. Please perform and document the follow up attempt for product return: the device will be shipped. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Complaint sample review : one complaint sample of drain of around 300 mm from the tubing area (without any trocar), was received for evaluation, product was inspected visually, and found that there was a deep hole visible at one end of the received product. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.